Event description:
The fse reported that the system failed to power up to a usable state. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.